Manufacturer narrative:
(B)(4). The device has been requested, but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). Device evaluation: this report for a leak was not confirmed in the lab. The results of a sample evaluation revealed no leaks or manufacturing abnormalities. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter japan reported that solution overflowed from the patient line and that the cassette was swollen. There was no patient injury or medical intervention reported in association with this event. No additional information is available.